Manufacturer narrative:
Qn# (B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection. Involved 60 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the package was found broken during inspection. Involved 60 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.